Event description:
It was reported that during a generator change out procedure, this non-bsc epicardial right atrial (ra) lead was inserted and a breach in the insulation was noted. The electrical testing of this lead has shown consistent sensing, lead impedance, and threshold. The surgeon had made the decision not to replace the lead at the time of the insertion, as the lead testing results were stable. No adverse patient effects were reported. This non-bsc lead remains in service. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).